Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, the reported impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
It was reported that the recipient suffered from a trauma 4 months prior to the implant side after which hearing performance with the device was affected. The user has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient is reported to have experienced a trauma 4 months prior to the implant side after which hearing performance with the device was affected.

Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Mechanical influences, like the reported trauma may have led to a weakening of the fixation and therefore may have led to device mobility. However to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The recipient is reported to have experienced a trauma 4 months prior to the implant side after which hearing performance with the device was affected. The user has been re-implanted on (B)(6) 2019.